Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was returned for evaluation. Visual inspection revealed the device in good physical condition. The event history log was downloaded and functional testing performed; however, the reported issue was unable to be replicated. The root cause was unknown. No further action was taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a cassette error. There was unknown patient involvement and unknown patient harm.